Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels, with a reading of 802 mg/dl. The mother was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.